Manufacturer narrative:
A field service engineer (fse) called the customer to address the reported event. The fse instructed the customer to replace the sampling tips which resolved the issue. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 27aug2018 through aware date 27sept2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under flags and error messages states the following: 2061 - tip attach error: cause: a tip was not detected during the tip mounting check. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check to ensure that the tip rack is properly seated. If the trouble reoccurs, contact the tosoh local representatives. The probable cause of the reported event was due to bad sampling tips.

Event description:
A customer reported getting error message 2061 tip attach error on the aia-900 instrument. The customer did not want to remove the cover to troubleshoot due to specimens being ran on the instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.